Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that the patient does not have a prescription, and that patient is using a smart phone (that has not been approved for use with the g5 mobile application) with a 3rd party android application to connect to the transmitter. No additional event or patient information is available. Labeling indicates: the system is intended for single patient use and requires a prescription. Also: never share your transmitter with another person. The dexcom g5 mobile cgm system is a prescription-only medical device and is meant, or indicated, for your use only. Your transmitter is tied to your readings. If used by someone else, your reports, alarm and alerts, etc., would be wrong, resulting in you missing a severe low or high glucose event. And, under labeling that indicates: "what devices and software are compatible with the dexcom cgm apps," a 3rd party android application is not listed.